Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v660707, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a poor communication screen and a power on reset (por) message intermittently on the patient programmer when trying to connect with the implantable neurostimulator (ins). No symptoms were reported. The issue began (B)(6) 2015. The patient's indication for use was interstim - other and urinary dysfunction/sacral nerve stim. No symptoms or outcome was provided regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.